Event description:
It was reported that the customer is having problems with bubbles in the reservoir. The blood glucose reading is 348 mg/dl. Customer treated with manual injection. Customer has been trained four times. During the training, it was noted that the customer was breaking the o-rings and causing the insulin to leak. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.